Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 1167 mcg/day) via an implanted pump. The patient¿s medical history was spinal cord injury. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the patient experienced baclofen withdrawal symptoms post refill of the pump. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. Interrogation of the pump showed no pump errors in the logs. Surgical exploration of the catheter showed good catheter integrity with the ability to aspirate from the cap (catheter access port); no catheter abnormalities were found. No catheter replacement was performed. The pump was reconnected to the catheter and the procedure was completed. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.